Event description:
The device reportedly displayed only dashed lines on the display screen, accompanied by a right atrium lead off message during pt monitoring. The pt's outcome and details were not reported.